Event description:
Patients wound was dressed in clinic, with 2 allevyn cavity dressings. Following the dressing change 2 days later at home (as instructed) the wound was observed to be odorous and pus filled. Pain, fever and chills were also experienced whilst the product was in the wound cavity, it was also noted by the patient that the dressing used had passed their expiry date of 2014-06.